Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report ¿I have a pacemaker and I get this throbbing in my stomach. It was worse with some of the high blood pressure medicine that I was taking. Usually at night when it was happening or when I lay on my right side. My husband can feel it with hands on my stomach¿. Patient reported symptoms started immediately after device implanted. Follow up confirmed the patient was experiencing phrenic stimulation due to the left ventricular (lv) lead. The patient will be brought to the clinic for reprogramming. The lead remains in use. No further patient complications have been reported as a result of this event.